Event description:
On 7/5/07, a company representative spoke with patient's father who reported that his daughter has been on the ltv for several years without complaint. Something happened to his daughter a few weeks back, when in the care of a home nurse. His daughter is now in a coma and the father believes the problem started when the nurse did something wrong. He is convinced the nurse had a problem that caused his daughter's coma. The father also stated that the ltv worked flawlessly for the 2 plus years they used it. He again stated he thought the ltv was working properly when the incident happened. On 7/24/07, regulatory spoke with the patient's father who reported, "that their daughter passed away sixteen days later . He believes his daughter's death was caused by user error. The month before, caregiver was in home and gave daughter a nebulizer treatment and changed her diaper, turned away for a moment and patient was suddenly in distress. The father believes the caregiver did not connect his daughter back up to the vent properly." In 2007, a legal representative for the family contacted the manufacturer stating, there was a patient death in family while connected to ltv950. No allegation of vent malfunction at this time. Believed to be possible negligence on nurse's behalf. Patient became disconnected from vent, turned blue, 911 was called. Patient was in coma and expired while in hospital (early spring 2007).